Event description:
A malfunction alarm with code "malf 12" was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and was instructed to continue using the pump while monitoring for any recurring malfunction codes, with a recommendation to call back should any further issues arise.